Manufacturer narrative:
Implant region 16 fractured. Construction was a single crown placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. The implant shows a massive removal-related damage. Material analysis concluded mechanical overloading on the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.